Event description:
The customer reported that the 840 ventilator had a blank screen. The device was not in use on a patient when the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter printed circuit board (pcb). The unit passed calibrations, extended self-test and short self-test. (B)(4).